Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having surgery. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of indeterminate contamination on rear panel, front panel, and bottom enclosure, dust-like contaminants on the external edge of top enclosure, filters are saturated with dust-like contaminants, white dust-like film on top of blower box, indeterminate brown flakes in bottom of bottom enclosure, white dust-like contaminates and hair-like objects on top of blower, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found 0 error logged. The manufacturer concludes there was evidence of a indeterminate contamination on rear panel, front panel, and bottom enclosure, dust-like contaminants on the external edge of top enclosure, filters are saturated with dust-like contaminants, white dust-like film on top of blower box, indeterminate brown flakes in bottom of bottom enclosure, white dust-like contaminates and hair-like objects on top of blower, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.